Manufacturer narrative:
Section f9: approximate age of device 3 years 8 months.

Manufacturer narrative:
Manufacturer's investigation conclusion: he pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2012. It was reported that the patient presented to the emergency room with cerebrovascular accident (cva) symptoms. Patient suffered embolic stroke with subtherapeutic international normalized ratio(inr). No additional information was provided.